Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed that the imaging window was twisted. Impedance analysis revealed that there was an electrical open 0-10 cm from distal end of the catheter.

Event description:
Reportable based on device analysis completed on 17jan2024. It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross catheter was advanced for ultrasound examination of the target lesion however, the catheter could not show the image normally. The catheter was then flushed with normal saline to re prime, however there was no image. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed a catheter twist.